Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited memory usage near full error. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. A review of the event history log showed 'memory near full'. Functional testing was able to duplicate the reported problem. It was determined that the mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.